Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the driver was being used on a transport for a cardiac arrest patient. It was reported that the driver bogged down and did not go through the bone in a proximal tibia attempt. Customer just purchased all new drivers last year and light is green.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3). Insertion 1: 2.19. Insertion 2: 2.16. Insertion 3: 2.03. Hard profile (105 lbs/ft3). Insertion 1: 3.81. Insertion 2: 3.82. Insertion 3: 4.16. The driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. A review of the DHR found that the driver passed all the release criteria. The device was released in 09/2018 and is approximately 1.5 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. At the conclusion of testing the driver's status light was still displaying a solid green light. No further action required.

Event description:
It was reported that the driver was being used on a transport for a cardiac arrest patient. It was reported that the driver bogged down and did not go through the bone in a proximal tibia attempt. Customer just purchased all new drivers last year and light is green.